Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r94u9y, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy, the device locked after the fire. It transected the tissue and stapled. After the device was removed from the patient, it was locked out and another device was used to complete the case. The scrub tech was unable to get the device back open. There were no patient consequences reported.